Manufacturer narrative:
During the investigation, it was observed that the connector spring was pushed in causing intermittent connection of the charger. Although it cannot be conclusively determined how the connector spring became pushed in, it is most likely a consequence of the application of excessive force. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5590 and ce 5703 follow-up report 1.

Manufacturer narrative:
The freedom car charger will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom car charger is a component that enables the freedom driver to be plugged into a 12v vehicle power outlet. The customer, a syncardia certified hospital, reported that the patient's freedom car charger had a damaged connector and worked intermittently. There was no reported adverse patient impact.